Manufacturer narrative:
The product reported in this event is an exported device not cleared or approved for marketing in the u.s. The complaint is being reported based on this product meeting similar product criteria. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device remains implanted in the patient and not available for return to the manufacturer for analysis and procedure images were not provided; therefore, a product analysis could not be conducted, and the reported issue cannot be confirmed. If additional information is received, microvention, inc., will issue a supplemental MDR report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an endovascular aneurysm repair (evar) for an inferior mesenteric artery (ima), the diameter of the chosen coil was not felt to be sufficient to place in the desired position. As the coil was advanced and retracted repeatedly, the coil stretched and unintentionally detached. The coil was pushed into the target vessel with a guidewire and placed properly, and the procedure was completed successfully. There was no health damage to the patient.